Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display. Additionally, when the customer attempted to power the device on, no audio prompts were heard. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue. The customer had originally reported that the device was not providing voice prompts; however, upon inspection of the device, physio observed that it was not powering on when prompted.physio further observed that the device had been repeatedly powered on and, as a result, had accumulated excessive on time which depleted the internal hybrid layer capacitor (hlc) batteries.the customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.